Event description:
In 2001, I had the pip pre-filled saline implant surgically placed knowing it had a 10 yr warranty. In 2006 I had one rupture and had a second surgery, where the pip implants were removed and I had inamed saline implants replace them. The pip co replacement of inflated implants. The co cannot be reached, my dr used the implants knowing that as of the time in 2000, they were not approved by the FDA for sale in the us, for lack of data in their testing. I developed chronic dry eye, and since been treated for hypertension after the first surgery. Dates of use: 2001 - 2006. Diagnosis or reason for use #1 breast augmentation. #2 breast augmentation.